Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp). It was reported that the patient was having problems with the implant. The patient stated the implant quit on him and then clarified that the stimulation had turned off. The patient reported the implant was ¿out of service¿ for 2 months and then the patient met with a manufacturer representative (rep) to have the ins ¿re-booted/re-jumped.¿ the patient stated, ¿it lasted one week and then it quit and then the patient got it started on his own and now he has to charge it like every other day.¿ it was also reported the patient needed to be reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient was programmed on (B)(6)2018 and had not been seen in the office since that time. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted for non-malignant pain. The caller stated that they are a worker¿s compensation case worker, who helps the patient coordinate their medical care. They reported that earlier in february, a manufacturing representative (rep) spent several hours with the patient at the healthcare provider¿s office, because the implantable neurostimulator (ins) would not stay charged. It was noted that the ins has not been staying charged since (B)(6) 2017. The caller stated that the rep was able to recharge the patient¿s ins, and thought the issue was resolved. However, by the time the patient got home, the ins was not staying charged again, and the stimulation had ¿gone back out.¿ the caller was trying to get to the bottom of the issue, and wondered if the device was defective. They added that the patient is intelligent enough to understand the equipment. Patient services recommended that the patient call in to troubleshoot in case it may be a repairs issue, and to have the hcp page a rep. No further complications were reported or anticipated.